Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated there was a clenz leak from "pv37" and the tubing was replaced resolving the leak. The system performance was verified. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately 20 ml from the hmx autoloader instrument. The leak was not contained within the instrument. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.